Manufacturer narrative:
(B)(4). The serial number ((B)(6)) reported on the complaint report does not match the serial number of the returned sample. The serial number of the returned sample is (B)(6). Additional information obtained during a follow up indicates the returned sample is the correct iabc for this complaint. Returned for investigation was a 40cc 7.5fr ultraflex intra-aortic balloon catheter (iabc) without the original packaging. The sample was returned in the supplied return kit and was in a sealed bio-hazard bag. Upon return, the distal end of the teflon sheath was noted at approximately 33.8cm from the iabc distal tip; the teflon sheath hub was noted connected to the hemostasis cuff and some clear fluid/liquid blood was noted within the sheath sidearm. The one-way valve was tethered to the short driveline tubing. The supplied short arterial pressure tubing was noted connected to the iabc luer end; clear fluid was noted within the ap tubing. The bladder was fully unwrapped. The iabc central lumen was noted broken within the flex-tip assembly area at approximately 5.9cm from the iabc distal tip. Dried yellow media was noted on the exterior surfaces of the returned sample. Dried blood was noted on the exterior surfaces of the returned sample. Dried blood was also noted within the helium pathway. The one-way valve was tested and passed. A vacuum was pulled on the one-way valve, and it held for at least 1 minute and then 30 seconds five separate times in accordance with quality system document q-96. An attempt to aspirate and flush the iabc central lumen using a lab-inventory syringe was unable to be successfully completed. Upon aspiration, water was unable to be consistently pulled into the syringe. The attempt to flush resulted in bladder inflation. The results are consistent with the previously noted broken central lumen. The iabc was leak tested using the lt-l-015 in accordance with testing methods from manufacturing procedure 21-7214 rev. 15. A leak was immediately detected from the iabc distal tip and iabc luer end. The leak from the iabc distal tip and iabc luer end are consistent with the previously confirmed broken central lumen. The iabc was leak tested again with the iabc distal tip and iabc luer end blocked off; no other leaks were detected. A lab inventory 0.025in guidewire was back loaded through the iabc distal tip. The guidewire exited the central lumen and entered the bladder at the previously noted central lumen break within the flex-tip assembly area. No blood or debris was noted. The guidewire was front loaded through the iabc luer. The guidewire exited the central lumen and entered the bladder at the location of the previously noted central lumen break within the flex-tip assembly area. No blood or debris was noted. A device history record (DHR) review was conducted for the lot number with no relevant findings. The device passed all manufacturing specifications prior to release. The reported complaint of iab blood in helium pathway is confirmed. During the investigation, the intra-aortic balloon catheter (iabc) central lumen was noted broken in the flex-tip assembly area near the iabc distal tip, which caused blood to enter the helium pathway. The returned iabc bladder membrane was fully intact, with no leaks noted. Based on a review of the device history record (DHR), the product met specification upon release; however, the specifications were not met during the complaint investigation due to the broken central lumen. The root cause of the complaint is undetermined. A non-conformance has been initiated to further investigate the issue. Other remarks: n/a. Corrected data: n/a.

Event description:
It was reported that an iab was inserted at a facility on (B)(6) 2023. The patient was then transferred to a different facility. On (B)(6) 2023, staff noted blood in the helium pathway. As a result, the iab was removed and therapy was discontinued. No patient harm or injury.

Event description:
It was reported that an iab was inserted at a facility on (B)(6) 2023. The patient was then transferred to a different facility. On (B)(6) 2023, staff noted blood in the helium pathway. As a result, the iab was removed and therapy was discontinued. No patient harm or injury.

Manufacturer narrative:
Qn# (B)(4).